Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that the initial issue was reported for discordant results due to the lack of user maintenance. The customer is required to perform a daily wash and replacement of all of the bulk solutions and brown bottles containing wash/conditioner/saline. A system verification indicated acceptable performance after the customer performed maintenance and replaced bulk fluids. No other issues have been reported by the customer since the maintenance was performed. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
The customer alleged that discordant patient results were obtained on advia 2400 analyzer. The initial results were reported to the physician(s) and were questioned. The customer did not provide any patient results. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
The initial MDR 2432235-2020-00244 was filed on (B)(6) 2020. Corrected information b)(6) 2020) - section b3 is updated to reflect the correct date of event. Additional information (B)(6) 2020): siemens received additional information on patient results that were affected by the instrument malfunction reported on (B)(6)2020. Section b6 is updated to reflect the additional information.